Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It was reported the device was prepared for use prior to removal of the protective sheath, which may have contributed to the reported dislodgement. In the xience alpine everolimus eluting coronary stent system instructions for use (IFU) the first step under the preparation section is packaging removal which includes steps for removing the device from the foil and inner pouches and removing the product mandrel and protective sheath. The next section includes steps related to flushing the guide wire lumen and preparing the device by removing air from the system. The investigation determined the reported difficulties to be related to user technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the device was prepped before removing the sheath/stylet from the xience alpine 3.5 x 38 stent delivery system and upon removal of the sheath/stylet, the stent dislodged. The device was not used and there was no patient involvement. It was reported that there was no resistance during removal from the dispenser coil or during removal of the stylet or protective sheath, however it was reported that force was applied during removal of the sheath/stylet. There was no clinically significant delay in the procedure. No additional information was provided.